Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 11/20/2020 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 340mm standard im nail per the sign technique manual. Surgeon comment: "pt had left leg injury following rta,where he underwent orif but has malunion and externally rotated limb with poor healing, came with painful swollen with scar and ulcer around the fracture site, can walk with clutches. Lateral vertical incision made on proximal and distal of leg, screw assessed and removed, then nail was assessed through patela approach and extracted then m/3 of tibia and fibula osteotomy was done followed by medial rotation of distal tibia then nail (340x10mm) was inserted and locked by screws(50&45mm) and (40&45mm), followed by skin grafting of an ulcer."